Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k): k062858, k082644. (B)(4). The actual device was received for evaluation. Visual inspection with unaided eye and ccd, revealed that the sheath tube had been fractured at approximately 245mm from the distal end and separated in two pieces. Visual inspection of the fracture ends of both pieces with sem revealed that the fracture ends of both pieces had been stretched; the fracture surfaces of both pieces were found partially smooth. The sheath tube was cut, and the cross section was inspected with ccd. The wall thickness was confirmed to be even. The inner diameter and the wall thickness were measured and confirmed to meet the manufacturer specifications. Reproductive testing was performed a test sample after given an incision with a cutting tool was exposed to tensile force. The test sample became stretched and fractured starting from the incision. The fracture surface was found smooth and partially stretched. Another test sample with no incision were exposed to tensile force. As a result, the sheath tube became elongated markedly before fractured. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. IFU states: do not scratch the sheath with needle point, cutting tool, or other edged tools. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that a sharp object may have exposed to the actual sample causing an incision on the sheath tube. Due to this, the strength of the sheath tube against tensile force was impaired. Subsequently, when the actual sample in that state was exposed to tensile force during removal, it became fractured. However, exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved radifocus introducer was used during a catheter abrasion case. The actual sample was used for right femoral approach. After finishing the procedure, they withdrew the actual sample and found that the sheath tube had been fractured near the hub. The fractured piece remained in the patient. In order to retrieve the remaining piece with a snare, 10f 10cm sheath was inserted in the carotid artery. The remaining piece was grabbed at the distal section and drawn in the distal section of the 10f sheath, then removed together with the 10f sheath from the patient. The patient was not harmed. The procedure outcome was not reported.